Event description:
A malfunction was reported by the customer regarding their pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.